Event description:
The patient's generator and lead were replaced due to high impedance. The surgeon did note that the lead was implanted below the mastoid muscle very deep in the patient's neck which was abnormal for the surgeon to see. The explanted lead and generator were received by the manufacturer for analysis, but analysis hasn't been completed to date.

Event description:
It was reported that high impedance with resultant low output current was detected on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on both the returned generator and lead. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.021 volts, and the memory locations on the generator indicated that 26.128% of the battery had been consumed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Downloaded data does indicate an impedance change from 8836 ohms (diagvinitialprechange) to 11736 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6) 2020 (explant date (B)(6) 2021). Analysis on the lead revealed that an abraded opening was noted on the outer silicone tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No lead fracture was verified within the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.